Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
On (B)(6), 2010, the primary plif surgery was performed for spondylolisthesis. In the same day, after surgery, the pt started to have paralysis on her left leg related to l4, l5. At late at the night, the pt was opened (surgery) to remove hematoma. After this surgery, the pt is recovering gradually but still has the paralysis on her left leg. The cause of hematoma is unk including whether it was due to the implants or the surgical technique or the pt related. The cause of the paralysis is unk as well. (It was not sure which product it to be the primary product due to the type of the event, thus oic peek was entered as the primary product; however this was just to file this.